Event description:
On (B)(6) 2017 patient snapped buttress tube while yawning. The distractor was removed and replaced with plates. Patient was involved in previously reported event under MDR 9610905-2016-00059.

Manufacturer narrative:
An investigation was performed using visual and stereo microscopic inspection on the distractor that was returned. Process evaluation was also completed on the lot number provided. Tensile cracks were observed under the stereo microscope. Further observation determined there were no indications of material or manufacturing defects. The DHR review showed no discrepancies or anomalies. The measuring of each part confirmed that all parts were correctly produced. The results of the investigation conclude that the root cause for breakages were due to mechanical overload on the device. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.